Event description:
It was reported that during a planned device replacement, insulation damaged was found on the lead near the connector pin. No warnings were triggered. The physician was uncertain if the lead damage occurred before or during the procedure. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.